Event description:
(B)(4) burr tip broke off in patient's mouth, no patient injury. (B)(6), 2012 customer reports via phone that the oral surgeon was cutting into a wisdom tooth when half way through the burr broke off. They were able to retrieve it with the suction but it could have been swallowed.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.